Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had in emergency medical services due to hypoglycemic event and also had high blood glucose. The customer's blood glucose was unknown. The customer stated that they had a hypoglycemic event and had emergency medical services dispatched and after that decided to switch back to her previous insulin pump and now suffering from hyperglycemia. The customer declined to continue troubleshoot after realizing the insulin she was using was expired. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.